Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the dental implant located in position number #16 failed because it fractured at the head. The doctor reports that the procedure was concluded by placing another implant. The doctor reported inflammation. Bone type: ii.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d3: manufacturer email address d9: device availability g1: contact office (and manufacturing site for devices) contact name and email g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrative zimvie received one (1) os4513 (osseotite® xp) for evaluation.visual evaluation was performed. Fracture identified at the body. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 571489 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. The customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: warnings contraindications precautions based on the investigation and risk management file review, the most likely root causes determined from the investigation are material selection of implant inadequate (unable to withstand occlusal forces or long term loading), clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.